Event description:
Follow up information identified an x-ray was taken and the leads did not migrate. The patient requested to be explanted as he had only received 30% relief from the scs system.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted.